Manufacturer narrative:
(B)(4). The product was not requested for investigation as clotting is a known phenomenon which was investigated within a similar complaint with the following results: the cause of this failure was determined to not be attributed to a device related malfunction. It was discovered by the customer a few days after the event that the patient has hit (heparin-induced thrombocytopenia) - a condition that the customer was not aware of at the time they initiated support. Based on the reported event and our investigation, the reported event was caused by use that is beyond the usage described in our labeling and cleared intended use. The instruction for use(IFU)1. Us g-641 03 is stating: the hls set advanced with bioline coating (heparin-albumin coating) must not be used for patients with known hypersensitivity to heparin / patients currently suffering from, or with a history of type ii antibody-related, heparin induced thrombocytopenia (hit). Based on these results and the information available at this time, the device operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. (B)(4).

Event description:
The customer stated that a clot was observed on the arterial outlet during the course of support which necessitated changing to a new hls set. The customer also stated that the patient flow was at approximately 5.0 lpm, the part displayed on cardiohelp was 400 mmhg, and the inr was 2.5 to 3.5." The product was used for about 24 hours before the clot was discovered. It was also discovered over the weekend that the patient has hit ¿ a condition that customer was not aware of at the time support was initiated. (B)(4).